Event description:
The user experienced the p module intermittently generating negative results and provided data for one patient sample. The initial creatinine plus (creatinine) result was -0.1 mg/dl with a data flag. The repeat result on another p module was 1.0 mg/dl and was reported outside the laboratory. The patient was not adversely affected. The creatinine reagent lot numbers were 62855001 and 62800401. The field service representative determined there was a misadjusted rinse mechanism and readjusted it. He verified the analyzer operation by running a precision test which passed.